Event description:
I had a parietex composite mesh 6x8 in, lot # pid0004 placed in my abdomen in 2010, for hernia repair. Since surgery I have had a constant burning and tugging in mesh area. Recently my gallbladder stopped functioning and it needs to be removed. Was told by surgeon that since I have such a large piece of mesh in my abdomen that I will have to suffer with effects of bad gall bladder because mesh makes it impossible to remove gallbladder. Also informed me that mesh grows into tissues and it would have to be chizzled out. Also this is what has caused the constant burning and tugging.